Manufacturer narrative:
(B)(4).

Event description:
It was reported a home patient experienced sepsis from an unreported cause while performing peritoneal dialysis (pd) therapy with unknown baxter disposables. The patient was diagnosed with sepsis while hospitalized for an unknown reason. During the hospitalization, pd therapy was withdrawn due to sepsis. Following the discontinuation of pd therapy, the patient died. Cause of death was sepsis. A death certificate was not available. Further information was requested, but was not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.